Event description:
Several blood splatters reported by health care providers when using bd vacutainers to draw blood from central lines. Splatters reported coming from the connection used when drawing blood from central lines. This is isolated to use only with central lines, but proposes a health issue to the health care provider.